Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than unspecified malfunctions occurred, and subsequently customer was hospitalized. Blood glucose level was not provided. The customer declined to provide additional information regarding the issue.